Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area, cracked keypad overlay at select button, and damaged serial number label. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at reservoir lip ring. The customer¿s blood glucose level 18 .3 mmol/l. Customer reported that the reservoir was able to lock in place. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.